Manufacturer narrative:
(B)(4). Date of event: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what was the date of the surgery? No further information is available. Were there any issues experienced with the device or staple form in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Can more information be provided on what was meant by, ¿there was a possibility that the adjusting knob was tightened too firmly¿ and why the surgeon believes this? Since the surgeon did not pay attention to the gap setting scale. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Were there any difficulties removing the device? No further information is available. How many days postoperative was the stenosis identified? No further information is available. How was the stenosis identified? No further information is available. How was the stenosis treated? No further information is available. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. The surgeon commented that it was unknown if the device caused the event. A subsequent attempt was made for further information and the following was obtained: what two structures were being anastomosed? => yes, there was two completed donut tissues. How was the stenosis identified? => no further information is available. What was done in the reoperation? =>no further information is available . What is the current status of the patient? => the patient is hospitalized to be followed-up, and she is stable as of (B)(6). No further information will be provided. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that after a laparoscopic distal gastrectomy, stenosis was observed. It was unknown how to complete the case up to today. The surgeon commented that it was unknown if the device caused the event. He did not pay attention to the gap setting scale, and there was a possibility that the adjusting knob was tightened too firmly. Additional information was provided that there was no difficulty in firing during initial procedure. Breaking sound of the washer was heard, and there was no problem observed on the anastomosis site. The surgeon confirmed that the donuts were created properly during the procedure. The surgeon¿s comment is following: ¿the adjusting knob was tightened too firmly¿ means ¿the gap setting scale marked 1.0mm¿. There was a possibility that it caused the event. The surgeon who fired the device was a newcomer. The patient is a female in her 80¿s. She is hospitalized to be followed-up. The patient is stable. Re-operation was performed and the hospitalization is prolonged.